Event description:
New information received indicated that non-sustained rv oversensing was observed due to post-paced t-wave oversensing. Patient will be presented to clinic in one to two weeks for programming changes.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, post paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were recommended.

Manufacturer narrative:
(B)(4).